Event description:
Allegedly according to what mgd declares, on the (B)(6) while putting on support stockings, the patient heard a crack coming from his left hip which was operated on (B)(6) 2010. He consulted dr (B)(6) who diagnosed a ruptured femoral head and revised on the (B)(6) 2013. Outcome: pain and functional impotence of the hip. X-ray and CT scan confirmed the rupture of the ceramic head. Measures taken: revised on the (B)(6) 2013, ceramic head change. (B)(4).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).